Event description:
Upon device activation of the plasmablade, all the other electronic devices in the or rebooted.

Manufacturer narrative:
(B)(4). Method: product scheduled for return but not received by manufacturer for inspection. Results: product scheduled for return but not received by manufacturer for inspection. Conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Event description:
Upon device activation of the plasmablade, all the other electronic devices in the o.r. Rebooted.

Manufacturer narrative:
Product event #(B)(4). Evaluation process: unit received in good condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Error log: 2 e3 (patient return electrode has poor connection), e3 is considered a normal user error. Root cause: the p2 is an electrosurgical device and as such is considered an intentional radiator of rf energy when keyed (either via footswitch or handpiece button). All equipment in the or should be designed to withstand the emi interference generated by the p2 rf generator per iec 60601 requirements. The p2 generator is functioning as designed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.